Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing diagnostic procedure and the procedure got delayed in 15mins and completed by restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed that system failed to bootup properly. Review of the system log file showed that there was multiple memory and imaging error from ippc. To resolve this issue, fse replaced the ippc and hard drive and reloaded software and reconfigured the system. The defective ippc was returned to philips for analysis and the cause of the ippc failure couldn¿t be conclusively determined by supplier part analysis. After replacement, the system was returned to use in good working order. The system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system stopped working, impacting imaging the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.